Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that infection was observed on the device pocket. The entire system was explanted. A temporary permanent pacing lead was implanted. Patient condition was stable.